Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high and low results compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance called the patient back with follow-up questions on (B)(6) 2018. It is not clear when the alleged inaccuracy issue started. The reporter claimed that the subject meter was reading inaccurately on an unknown date and time when the patient obtained an alleged inaccurately low blood glucose result of ¿193 mg/dl¿ on the subject meter compared to ¿238 mg/dl¿ on a new onetouch ultra2 meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. During the follow-up call with the patient, he reported that the meter was also reading inaccurately low compared to a another meter; no results were provided. The patient manages his diabetes with humalog and lantus insulins. The reporter stated that no changes were made to the patient¿s usual diabetes management routine after obtaining the alleged inaccurate results. She reported that on an unknown date and time, the patient became ¿comatose and couldn¿t move¿ and received treatment of orange juice to treat his symptoms. During the follow-up call with the patient, he indicated that he associated these symptoms as being caused by the alleged inaccuracy issue with meter. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate results on the subject meter.